Manufacturer narrative:
Based on the information provided, it could not be determined that the alleged graft failure and subsequent graft procedure were related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The device passed quality control checks before and after patient placement. Per the nurse, the patient did not notify the health care professional when experiencing alarm conditions with the device. The graft failure was due to the v.a.c.® dressing not being changed after the alarm conditions. This report is being filed as a potential user error. Device labeling, available in print and online, states: warnings: keep v.a.c.® therapy on: never leave a v.a.c.® dressing in place without active v.a.c.® therapy for more than two hours. If therapy is off for more than two hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart v.a.c.® therapy; or apply an alternative dressing at the direction of the treating physician. Deterioration of the wound: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance / expertise of a specialist: if available on the therapy unit, check the therapy history log to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound bed. Meshed grafts: apply v.a.c.® dressing immediately after graft placement and begin therapy as soon as possible. When using v.a.c.® granufoam¿ dressings, a non-adherent dressing should be placed directly over the graft / tissue. In general, the pressure setting used to prepare the recipient bed before grafting should be continued after grafting. Continuous therapy should be used to provide a constant bolster. Recommended settings for meshed grafts and dermal substitutes: initial cycle: continuous for duration of therapy. Dressing change interval: remove dressing after 4 - 5 days when using either foam (drainage should taper off before removal). Activ.a.c.¿ therapy unit carry case: keep the therapy unit in the upright position. Keep the therapy unit in the carrying case when in use. Keep the touch screen facing up if the therapy unit is laid on a level surface such as a table. Alarms: alarms will be displayed on the touch screen when the therapy unit detects a condition that requires immediate patient or caregiver attention. Repeating audible tones will sound.

Event description:
On 06-nov-2020, the following information was reported to kci by the physical therapy assistant wound care specialist: the customer was experiencing technical issues with the activ.a.c.¿ ion progress¿ remote therapy monitoring system. On 07-dec-2020, the following information was reported to kci by the physical therapy assistant wound care specialist: after autografting, the patient was placed on v.a.c.® therapy. Upon return for a v.a.c.® dressing change, the activ.a.c.¿ ion progress¿ remote therapy monitoring system therapy was reportedly off and a majority of the autograft was destroyed allegedly due to an improper seal. On 18-dec-2020, the following information was reported to kci by the physical therapy assistant wound care specialist: on (B)(6) 2020, after autografting, the patient was placed on activ.a.c.¿ ion progress¿ remote therapy monitoring system. The patient allegedly experienced a canister full alarm over the weekend and did not notify the health care professional of the issue. The patient had a follow up appointment and v.a.c.® dressing change on (B)(6) 2020 and it was noted the graft failed. The physical therapy assistant believed the graft failure was due to the v.a.c.® dressing not being changed after the alarm condition. On (B)(6) 2020, the patient was reportedly discharged from activ.a.c.¿ ion progress¿ remote therapy monitoring system, and subsequently the graft was replaced. No additional information was provided. On 01-oct-2020, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2020, the device was placed with the patient. On 23-nov-2020, the device was tested per quality control procedure by kci service center and the unit passed the quality control checks and met specifications and again on 17-dec-2020 by kci quality engineering. Review of the event logs did not confirm inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Event description:
On 01-oct-2020, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2020, the device was placed with the patient. On (B)(6) 2020, the device was tested per quality control procedure by kci service center and the unit passed the quality control checks and met specifications and again on (B)(6) -2020 by kci quality engineering. Review of the event logs, inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Manufacturer narrative:
MDR- 3009897021-2020-01075 submitted on 22-dec-2020 reported the following: section b2 outcomes attributed to adverse event noted the event was life-threatening and required intervention to prevent permanent impairment/damage section b5 describe event or problem noted: on 01-oct-2020, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2020, the device was placed with the patient. On (B)(6) 2020, the device was tested per quality control procedure by kci service center and the unit passed the quality control checks and met specifications and again on (B)(6) 2020 by kci quality engineering. Review of the event logs did not confirm inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit. Correction. Section b2 outcomes attributed to adverse event should only have noted required intervention to prevent permanent impairment/damage. Section b5 describe event or problem: on 01-oct-2020, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2020, the device was placed with the patient. On (B)(6) 2020, the device was tested per quality control procedure by kci service center and the unit passed the quality control checks and met specifications and again on (B)(6) 2020 by kci quality engineering. Review of the event logs, inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit. Based on the corrections, kci's assessment remains the same; it cannot be determined that the alleged graft failure and subsequent graft procedure were related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system.